Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient was given cardiopulmonary resuscitation according to the doctor's advice. The defibrillator did not discharge during the second defibrillation. The standby defibrillator was immediately replaced. Patient harm was listed as yes.

Event description:
Philips received a complaint on the heartstart xl+ indicating that device failed the second defibrillation. It was initially reported that patient harm was listed as yes, however, additional information clarified that the reported problem was found during self-test before using in patient. No patient harm/injury was reported. This report has been updated from serious injury to product problem.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The reported issue was evaluated by third party. Third party checked the device on site and confirmed that the reported problem was caused by the defective processor pca. However, there is no further information regarding the inspection and tests. Based on the information available and the testing conducted, the cause of the reported problem was caused by the defective processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The device was operational after repairing processor pca. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the reported issue was evaluated by third party.